Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00895-1. The investigation is complete. This is an initial final report submission. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned.

Event description:
It was reported that during surgery the center of harvest site was not harvested. The graft was usable with no additional graft taken. There was no reported harm or injury to the patient. There was no delay reported. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction. At product evaluation investigation it was determined that the blade may have contributed to the reported event. No additional event information available.